Event description:
Per the info provided to MFR by the pt's rep, the pt has complained that the device "ceased to function within two months of it's insertion due to leakage from connectors and caused extreme and unrelenting pain". The MFR has no evidence that the device has been removed at this time.